Manufacturer narrative:
One cadd solis vip pump was returned for analysis in good condition. The event log was not reviewed because all the data was lost. The customer's stated problem was verified. The pump was inspected, and a cassette was attached onto the device. It alarmed "cassette not attached properly". Further investigation of the pump determined that a faulty downstream occlusion sensor was the cause of the issue. The downstream occlusion sensor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion displayed an alarm that the cassette is not properly installed. The issue occurred during preventative maintenance.